Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex device. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and/or an unspecified bard/davol "marlex" (flat mesh) (device #2) and/or unspecified bard/davol ventralex hernia patch on (B)(6) 2016 and/or (B)(6) 2016. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is only making a claim for an adverse patient outcome against the 3dmax (device #1) and marlex mesh (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.